Event description:
This procedure was performed in the sfa: the paddles were pushed together, the stent was partially deployed and what was deployed fractured in the artery. The vessel totally occluded, the physician then advanced another stent, and tacked the fractured stent up to the wall and reestablished flow. A portion of the fractured stent remained on the end of the proximal end of the delivery catheter.